Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during investigation, the pump powered on to a blank display with auditory and vibratory features. The keypad buttons were unable to be tested due to the blank display. A failed display flex was found. The dim, discolored display was unable to be tested due to the failed display flex. A test display was installed and the display was found to function appropriately.